Manufacturer narrative:
(B)(4) feedback received: customer had already cleaned the instrument prior to service engineer's visit, service engineer performed system checkout procedure successfully. The kit, photo and smartcard data associated with the complaint were returned for analysis. Reviewed of the smart card data indicated that the prime was completed successfully; a blood leak alarm and a system pressure alarm were seen after 158 ml of whole blood had been processed. Examination of the returned kit indicated that there were no obvious signs of a blood leak on the drive tube and the bearing stops. The returned bowl and drive tube components were pressure tested (air and under water), which resulted in small bubbles from one location, indicating a leak at the joint between the base and the bowl. Bowl welding parameters were reviewed and all cover to bowl welding parameters were within specification during manufacturing. A material trace of the two components found no nonconformances. The root cause of the bowl break is a material failure. However, the cause for the material fail could not be determined with the information provided. (B)(4).

Manufacturer narrative:
System was used for treatment. Kit lot d324 was reviewed. There were no non-conformances. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or noncoformances related to the complaint were noted. Trends were reviewed for all complaint categories and no trend was detected for alarm #18: system pressure or centrifuge bowl leak/break. However, a corrective and preventive action has already been initiated for centrifuge bowl leak/break. Service order ((B)(4)) feedback still pending at the time of this report. Service order feedback information to be included in final report when investigation is complete. This assessment is based on the information available at the time of the investigation. The kit and smart card analysis is still in progress at the time of this report. A supplemental report will be filed once investigation is complete. (B)(4).

Event description:
Customer called to report a system pressure alarm with a subsequent blood leak during the first 10 minutes of the air purge cycle. Customer states she heard the alarm and then noted blood splattered in and leaking from the centrifuge chamber. Customer clamped the lines to the patient, flushed the access and took the instrument out of service. Customer also reported that the patient was stable and the treatment was resumed on another instrument. Customer cleaned the instrument and could not locate the source of the leak. Therakos' clinical services specialist (css) asked the customer if the leak detector looked damaged. Customer stated it did not. Css asked the customer if she received any other alarms during the procedure. Customer stated she received no other alarms. Customer stated that she had difficulty cleaning the inside of the centrifuge door entirely. Css recommended that service be dispatched for decontamination. Customer verbalized understanding. Service order was dispatched. Customer returning kit and smart card for investigation